Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and a 2.7 cm in diameter iliac aneurysm. Vessel morphology at the time of index procedure was reported as severely diseased and ectatic. The patient was not a surgical candidate. Currently there was continued disease progression with iliac limb dilatation. During the index procedure the renal arteries were partially covered by the (B)(4) aortic cuff, however there was still perfusion to renal artery. It was reported that the patient presented with gi bleeding complications, not related to the stent grafts or implantation procedure. The patient had a surgical procedure to resolve gi bleed. The CT revealed that there was distal type I endoleak in the left common iliac artery coming from the (B)(4) stent graft. The physician planned to explant the device however; the patient had not recovered from the gi complication surgery in order to have the procedure. It was reported that the patient's iliac aorta ruptured and the patient expired. No autopsy was performed for this patient.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, vessel rupture); patient's condition affected effectiveness of device (anatomy related: severely diseased and ectatic vessels). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: severely diseased and ectatic vessels).